Manufacturer narrative:
On september 2, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 425cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 425cc saline mentor smooth round moderate plus profile breast implants on both sides and experienced deflation on the right side postoperatively. The deflation was confirmed with a physical and visual examination. On (B)(6) 2021, the mentor failure analysis lab received the devices for evaluation. On (B)(6) 2021, mentor became aware that patient expressed dissatisfaction and unacceptable cosmetic appearance on both sides, and possible right deflation, and underwent bilateral explantation and replacement with serial number (B)(4) on the left side and with serial number (B)(4) on the right side on (B)(6) 2021. Mentor also became aware that both patient's devices were intact upon removal. This medwatch report is for the patient¿s left-sided device.